Event description:
Caller reported a discrepancy between the displayed and actual pump time, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any recurrence of time discrepancies, which the caller acknowledged.